Event description:
Reportedly, an overconsumption of the battery was observed. The device overheats and shuts down quickly. Performing a reset did not solve the issue. The overconsumption was confirmed upon test. Preliminary analysis revealed that the overconsumption observed could have led to the reported overheating.

Manufacturer narrative:
The analysis conclusion is the following: the analysis of the returned device could not confirm the reported issue: no overheating was reproduced during device tests. However, the analysis confirmed malfunction of the device as the device can hardly be turned on (therefore, no recording could be launched). The root cause is most probably an electronic issue at the level of the digital board. This case is recorded for trend purposes.

Event description:
Reportedly, the device (its battery) overheated and the device switch off rapidly. The reset did not correct the problem. Overconsumption of the device was confirmed.